Event description:
Olympus was informed that during a therapeutic holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the inner sheath broke apart and fragments may have fallen into the patient. This was noticed after the intended procedure had been completed successfully with the same set of equipment. However, an examination by x-ray later showed no foreign objects inside the patient.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-09-30). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath was broken apart. It cannot be determined with certainty whether the inner sheath had been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. However, the cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.